Event description:
It was reported that during a low anterior resection procedure, smoke reeked up and the tissue pad was detached off. As the tissue pad was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. Tissue pad was found to be properly attached to the clamp arm.the device was tested with a generator and was functional. No smoke was noted during inspection.there were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned.

Event description:
A report was received that the pt underwent a lead revision due to discomfort at the lead site. CT scans revealed that the pt has a narrow canal. The physician removed the paddle lead and implanted a percutaneous lead. The pt is reportedly doing well following the procedure.